Manufacturer narrative:
Explant date: explant has not been confirmed. Information contained in this report was previously submitted through psr on 16-apr-2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and arthritis - rheumatoid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and arthritis - rheumatoid.

Event description:
Patient reported having been diagnosed with a connective tissue disorder specified as "rheumatoid arthritis." Healthcare professional additionally reported right side capsular contracture, baker grade iii. Side was unspecified. This file is for the right side. Device remains implanted.

Event description:
Healthcare professional additionally reported a right side rupture. Device has been explanted.